Event description:
During routine testing at installation of unit, ohmeda service representative noted output of vaporizer was not within specification. There was no pt involvement. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.